Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing by a zoll medical sales representative, the device displayed a "defib failure" message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The reported malfunction was observed by a zoll medical corporation representative at the customer's facility and review of the logs did show occurences of the reported malfunction. The ECG board was replaced as a precaution. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend.